Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4) - surgical intervention. Device code: (B)(4) - hernia recurrence occurred. It was reported that patient underwent mesh removal on (B)(6)2017 by dr. (B)(6) at (B)(6) due to moderate adhesions of the physiomesh to the anterior abdominal wall, severe scarring and recurrence of hernia. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.